Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Physician was attempting to use everflex entrust self-expanding stent along with 6fr 45cm sheath and non-medtronic 0.014" guidewire during procedure to treat a severely calcified lesion in the right proximal, mid and distal superficial femoral artery (sfa). The vessel was none tortuous. There was no damage noted to packaging. There was no issue noted when removing the device from hoop/tray. The device was prepped per IFU with no issues identified. It was reported that stent deformation occurred in vivo during positioning/ deployment. The length of deployed stent in vessel was 150mm. The catheter/delivery system deformed at catheter with bunching. Removal difficulties occurred following stent deployment. The delivery catheter caught on stent upon withdrawal. The stent was deployed but the ratcheting system on the catheter malfunctioned such that the stent had to be pulled back with the catheter it was attached to up to the sheath elongating the stent. Wire access was lost access the wire was stuck to the stent system. A 5mm balloon was used to post dilate the proximal portions of the stent but were unable to advance the wire beyond this mid to dital portion of the stent. The lesion was pre dilated with a 4mm device. The device did not pass through a previously deployed stent. A 5mm balloon was used to post dilate the elongated stent. All devices were removed and a closure device was used. There was no patient injury.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.